Event description:
Complainant indicated that the staff was attempting to monitor a pt (age and gender unknown), but the device would not power-up. The device did not display any messages. The staff was able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.